Event description:
Procedure: low anterior resection. According to the rptr: when the device was reticulated, it was ok for the first level, but it felt stiff on the 2nd level. When the jaws were closed, a weird sound was heard, but the device was fired. Staples did not form properly. It was noticed the device was broken. Surgery time extension was reported as more than 30 mins.

Manufacturer narrative:
(B)(4).